Event description:
It was reported that during a bph procedure, "a red light coming out of the fiber housing where it connects to the laser" and "fiber not recognized" message read was noted at 350 joules expended and 11 seconds of use. The procedure was completed using a second fiber. Patient outcome: "good, no issues" reported.